Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a hernia repair on an unknown date and a mesh was implanted. It was reported that following insertion the patient experienced infection, recurrence, neuromuscular problems, restriction of mobility and diarrhea. It was reported that patient underwent repair of left recurrent direct inguinal hernia on (B)(6) 2008 due to multiple left inguinal hernia. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a hernia repair on an unknown date, and a hernia mesh was used. It was reported that the patient underwent a recurrent left inguinal hernia repair on (B)(6) 2006. It was reported that the patient underwent an open right inguinal herniorrhaphy using hernia mesh, on (B)(6) 2010, due to recurrent right inguinal hernia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on an unknown and a mesh was implanted. It was reported that patient underwent right inguinal hernia repair with mesh (bard mesh), plug and lichtenstein overlay on (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a right inguinal hernia repair on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent a recurrent right inguinal hernia repair on (B)(6) 2008. Following the procedure, it was reported that the patient experienced pain, inflammation, inability to sit, difficulty standing/walking and pain in testicles. No additional information provided.